Manufacturer narrative:
The unit functioned properly during functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, self test, unexpected restart error test and all operating current measurement were normal. Unit was received with minor scratched display window, cracked case at the display window corners, missing the black o ring/seal from the inside of the reservoir tube, cracked reservoir tube window, cracked reservoir tube window corners, cracked on battery tube threads and missing end cap sticker. The reservoir does not stay locked in place properly due to broken reservoir tube lip. (B)(4).

Event description:
The customer's husband reported via phone call that the reservoir ring was damaged on the insulin pump. The reservoir was slipping out and high blood glucose occurred. The patient's blood glucose at the time of incident is unknown. The husband was unsure of what caused the reservoir compartment damage. The insulin pump was returned for analysis.